Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported that this patient was hospitalized with complaints of headache and dizziness. Upon admission to hospital vital signs were stable. CT head scan results revealed evidence of multiple small hemorrhagic foci, but neurological evaluation were negative. The patient was administered a heparin infusion with aptt target 40-45 of seconds. The patient began experiencing "high watt" alarms on (B)(6) 2016. On (B)(6) 2016, thrombolysis protocol was initiated due to new onset of dyspnea. Log files were sent. Thrombolysis was initiated without success and the patient expired on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Thrombus formation and possible associated cva is a potentially life threatening event that has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed high watt alarms and power consumption outside the normal operating range. Analysis of the device revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the housing ceramic surfaces and on the surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factors such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.